Manufacturer narrative:
The device was explanted but was not returned. The manufacturing records were reviewed and no non-conformities were found. Nevro will try to obtain additional information regarding the patient's recovery.

Event description:
It was reported to nevro that a patient had developed leg weakness shortly after implantation. Stimulation had not been activated at that point. The physician believed the issue was physiological in nature. The patient was then explanted in order for an MRI to be obtained. Follow up after the explant procedure indicated the patient was still experiencing leg weakness but did not exhibit any neurological deficits.

Manufacturer narrative:
Follow-up report indicated that the patient is doing well. Patient is able to be more active and has gone back to work. There were no reports of further complications regarding the reported event. The manufacturing records were reviewed and no non-conformities were found.